Event description:
Lap sacropolpopexy - "the surgeon mr (B)(6) was feeding a needle and suture into trocar with a needle holder, on insertion through trocar sister pauline who was assisting heard a gas leak and noticed that a piece of the seal had broken and had dropped into pt. Gas leak was too severe to continue with trocar, so this was switched for and alternative. Alternative was the use of 12mm ethicon excel bladeless trocar. Piece of seal was removed successfully from pt." Pt states: "pt status is fine, no harm came to the pt."

Manufacturer narrative:
No product is being returned for eval and no lot# has been provided to MFR. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance with 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.